Event description:
At a later date, this crt-d was returned to our post market quality assurance laboratory. The explant date was not provided. No additional adverse patient effects were reported.

Event description:
---

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri). There was concern that the device depleted sooner than expected. No adverse patient effects were reported, and device will be changed out in the near future.

Manufacturer narrative:
At this time, no additional information is available. This investigation will be updated should further information be provided.